Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on aviva combo meter, within 10 minutes: 297 mg/dl, 26 mg/dl, and 123 mg/dl. Customer was treated with a soda by his wife and then wife called the emergency services who administered abocath peripheric and serum glucosaline. Requested return of the alleged device for evaluation.